Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep replaced the ac power cord. The system is operating as intended.

Event description:
The customer reported that the cable has exposed wires. No injury was reported.